Event description:
During mitral valve replacement and coronary artery bypass graft, prior to going on bypass pt developed ventricular fibrillation. Surgeon ordered shock in sync mode at 6 joules. Phillips defibrillator failed to deliver shock. Repeated steps and defibrillator failed again. Paddles changed without success. Exchanged defibrillator and pt was defibrillated. No adverse outcome to pt related to this failure. The pt did develop cardiogenic shock, respiratory failure and remains in ccu at the time of this report. Note: (B)(6) clinical engineering staff had performed pm check (done x2 per yr) on (B)(6) 2008 with no problems found. Both (B)(6) clinical engineering and phillips rep completed check after failure and no problems were identified.